Manufacturer narrative:
According to the ess, the customer was confirmed to be using acecide-c which is an olympus-validated concentrated disinfectant solution. Elapsed day count is 1-5 days for olympus-validated concentrated disinfectant solution per the IFU. Default setting is set at "3" days. The IFU states to check the lcg usage, if disinfection operation count or elapsed day count is not properly, the endoscope may not be sufficiently reprocessed. The ess did not have the serial number of the second oer-pro involved nor knew which was used at 11 days and which was used at 6 days. Also, it was unknown if any scopes were washed in the oer-pro after day five. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus endoscope support specialist (ess) became aware that the liquid chemical germicide (lcg) was used in the automatic endoscope reprocessor (aer) after expiration (5 days). The usage disinfection/day counter is on day 11 and day 6 for two aer machines at the user facility. The ess confirmed the aer machines were using acecide-c disinfectant solution. No death, injury or infection has been reported to olympus. There are two oer-pro¿s related to this event. This report is being submitted for the event the first oer-pro. The 2nd oer-pro is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that disinfectant solution expired due to mismanagement of the disinfectant solution by the user caused by a lack of understanding of the replacement period of the acecide. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance. 7.12 replacing the disinfectant solution. When the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution.¿ olympus will continue to monitor field performance for this device.